Event description:
It was reported that bd safetyglide needle, is clogged/blocked, when pushed it gets stuck. The following information was provided by the initial reporter: "push the needle the needle is stuck". Was it a blockage/needle shielding failure/etc.? When we attached it to the needle to the flu or covid it would was not able to push the medication through. How many occurrences of defective set(s) affected? 5 - 7. Was issue being described noted before, or during used? Yes. Was there any patient involvement? Yes because ask why are they having to change out so many needles. Any adverse events or serious injury reported to patient or healthcare professional? No. What was the patient outcome? Got the shot but had to use several needles. Was there any delay of, or change in, the course of treatment due to this event? Yes upset has to go through so many needles out of one box.. What medication was used in the procedure? Flu covid. Is sample available for return to bd for investigation? No.

Manufacturer narrative:
(B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.